Event description:
It was reported that during the intervention of vaginal prolapse with a sacrospinous fixation device, after the sacrospinous ligament passage, the bullet detached from the prolen wire. It was impossible to find and remove the bullet from the pt. The pt seems to be in good condition.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use, which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "adverse effects associated with the use of this device include: wound dehiscence; calculi formation in urinary and biliary tracts when prolonged contact with salt solutions, such as urine and bile occurs; infected wounds; minimal acute inflammatory tissue reaction; and transitory local irritation". (B)(4).